Manufacturer narrative:
Livanova (B)(4) received lab test report which confirms the presence of mycobacterium chimaera. Through follow-up communication with the customer livanova (B)(4) learned that the heater cooler system 3t was placed inside the operation room. Specialty care, owner of the devices, confirmed that all devices have been maintained according instruction for use. The heater cooler system 3t in this report is being used for validation of a deep disinfection procedure conducted by a third party provider. The device was not in use in a hospital. Following the deep disinfection procedure, the device is currently in quarantine until livanova (B)(4) receives clearance of the validation of the deep disinfection procedure in USA. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was contaminated. It is not known which kind of contamination. There is no known patient involvement.